Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's access vessel size was measured to range between 6.5 mm to 7.0 mm and was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is likely that the less than the recommended vessel size, in combination with calcification not appreciable on imaging could have caused or contributed to the event the ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards clinical specialist, post successful sapien valve deployment during a transfemoral transcatheter aortic valve replacement (tavr) procedure, at the time of removal of the 22f rf3 sheath the patient experienced rupture of the common iliac artery. The patient remained stable and the artery was surgically repaired via ilio-femoral bypass.